Manufacturer narrative:
Photos were provided and product evaluation confirmed that the tip was broken. Without the return of the device, a root cause failure cannot be conclusively demonstrated. No patient injury was reported. Should the product become available to pe, this complaint will be re-evaluated at that time.

Event description:
According to the information provided, the cannula tip broke during surgery.